Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colon resection procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip was unable to release from the catheter. It was reported that the clip was completely removed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not release. Block h10: investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly stuck into the bushing. Microscopic examination was performed, and it was found that the clip assembly bottom part is deformed. Functional analysis was performed, and the handle does not have communication with the clip assembly. No other problems with the device were noted. The reported event of clip unable to release from catheter was confirmed. The investigation found evidence that match with a failure to release the clip from the catheter due to the clip assembly was highly stuck with the bushing. According to the evidence, one of the possibilities that could have happened is that the amount of the tissue grasped was bigger than the clip could close, causing that the customer needed to apply an excess of force to close the clip arms in order to activate them, but due to the amount of tissue grasped, this force was enough to detach the clip from the bushing, but it was not to activate them. Then due to this detachment, when the customer attempted to reposition the clip into the bushing, the clip got incorrectly positioned, and most likely the physician kept pulling back the clip and cause the control wire and clip detachment, causing a deployment failure. Additionally, the damages found on the clip assembly were caused most likely due to the entrapment against the bushing. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.

Manufacturer narrative:
H6: imdrf device code a15 captures the reportable event of clip did not release.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colon resection procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip was unable to release from the catheter. It was reported that the clip was completely removed. There were no patient complications reported as a result of this event.